Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that there is fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the microbore extension set, IV connector was blocked/occluded. The following information was provided by the initial reporter: "I am having the ed rns work with the macrobore tubing that is currently in the kits used on the inpatient side to see if their concerns are addressed with this product. However, I have a new ed rn who transitioned from the inpatient side recently and she also had complaints about this tubing."